Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases, wear abrasion, yellow particles in device inner surface, and one curved opening. Leak test and microscopic analysis were performed which identified one cracked opening and one sharp opening. Based on the device analysis the final assessment was one opening crack assessed as cracked valve seat diaphragm valve, and one sharp opening in the side valve bond edge assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported left side deflation. Patient reported "left shoulder pain", "headaches, numb hands, and blurry vision"; these events are not device related. Device has been explanted.